Event description:
Inferior vena cava (ivc) filter placed at an outside hospital in the winter. There was a recent failed attempt to remove the filter at an outside hospital. Patient came to this facility for filter removal. Fracture identified at time of imaging, noted to be embolized to the right lower lobe pulmonary artery. The entire filter and fractured arm was removed successfully.what was the original intended procedure?retrieval of entire ivc filter.device #1is this a laboratory device or laboratory test?no.